Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Due to swelling at the implant site, complete system removal was scheduled. There was no additional adverse patient effects reported. This ICD remains in service.